Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Review of the available programming and diagnostic history showed that magnet and system diagnostic results showed normal device function through (B)(6) 2014. The patient¿s device showed 13 magnet activations through (B)(6) 2014. On (B)(6) 2014, the patient¿s device showed 15 magnet activations which confirm that magnet activations are registering.

Event description:
It was reported that the vns patient¿s device was not recording its magnet activations. It is believed that the magnet was swiped properly in order to activate magnet mode stimulation. While the magnet was swiped three times during an office visit on (B)(6) 2014, the patient¿s device showed only two activations. It was noted that the timestamps of the magnet activations were incorrect. Attempts for additional relevant information have been unsuccessful to date.